Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pannus formation at the outflow cannula could not be confirmed through this evaluation as no product or photos were received for evaluation; additionally, a specific cause for the pannus could not be conclusively determined. The submitted log files contained data from 02jul2020 through 28oct2020 and found that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log file. Although the location of the pannus formation relative to the blood flow pathway was not reported, review of the submitted log files did not indicate a flow issue. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03jun2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" lists adverse events that may be associated with the heartmate 3 lvas and provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Log files were submitted. The patient was found to have pannis formation at the outflow cannula. Pannis formation was confirmed by computed tomography (CT) scan. The patient denied any alarms or issues. A review of the log file did not capture any unusual events or alarms that would indicate any type of obstruction.